Event description:
A report of no air alarm was received associated with the use of an infusion pump. Reportedly, the pump did not alarm and continued to pump air when bag emptied. According to the reporter, the nurse noted the air in the tubing and stopped the infusion. Per reporter, there was no air to the patient and no pt injury associated with this report.